Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed with no issues noted. The f-68 alarm was not verified as the device passed all tests performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-68 alarm (malfunction in a/d converter circuitry: a/d conversion for channels 8 through 9 did not complete in 72 s). This event occurred at power up. There was no patient involvement. No additional information is available.